Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer who reported that analyzer (B)(4) became hot to the touch and was giving off a burning smell. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The failure was due to several defective electronic components on the main board of the analyzer. Multiple component failures were likely caused by impact, as the complaint analyzer exhibited drop damage.